Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis and images were not returned for evaluation. The instructions for use (IFU) identifies thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that thirty minutes after the fred jr. Was implanted, the patient had aphasia and angiography demonstrated in-stent thrombosis. Integrilin ia and IV was delivered to the patient, as well as tpa. There was no alleged device malfunction. There was no reported sequela. The patient is currently reported to be doing "okay."